Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported events occurred due to a defect in the image sensor unit (including disconnection) caused by stress from repeated use, external factors, or handling of the device, or the parts mounted on the electrical circuit board (such as the integrated circuit chips and capacitor) were defective. The event can be detected by handling the device in accordance with the following instructions for use (IFU): chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the reported issue. Due to damage on the charged coupled device unit, and because the electrical contact of the video connector is shaved, the image is not displayed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the deflectable videoscope displayed error e216 (scope communication error). The issue was found during inspection in preparation for use. The unspecified therapeutic procedure was completed by using a similar device. There were no reports of patient harm.